Event description:
The customer stated that the entire reservoir of insulin had been delivered into her body. The customer's blood glucose reading was 41 mg/dl. The phone call was disconnected so the paramedics could be called for the customer. The customer's sister later called back and advised that the customer had been hospitalized due to hypoglycemia. Troubleshooting was performed, and the insulin pump alarmed motor error during the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.